Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise was observed on the right ventricular lead. The noise could not be reproduced. High capture thresholds were also noted. No changes were made and the patient would continue to be monitored.